Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately after the surgery from the date manufacturer was made aware.

Event description:
It was reported that patient had a bowel obstruction after surgery and patient was at the rehab facility.